Manufacturer narrative:
Philips service replaced flexvision pc (clarityiq_ii ip pc no hdd, 21" color lcd monitor cr (cml211-phc)) and troubleshooting is ongoing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to power on, with flexvision pc suspected defective on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.